Event description:
The complainant reported that a merit 4 french cardiology catheter burst during contrast injection approx 3 inches below the hub. Please note that the catheter burst outside the pt's body.